Manufacturer narrative:
Follow up (B)(4) 2018 device evaluation: the pump was returned to animas and evaluated on (B)(4) 2018 with the following findings: the pump¿s alarm history showed evidence of call service 088 alarms on (B)(4) 2018. The battery compartment was found to be cracked below the grip pad. The pump was able to perform the prime steps with no issues. The alleged alarm could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.